Event description:
The customer reported that the device was activated at 7:30 pm on (B)(6) 2012. She was eating a meal estimated to contain 32 grams of carbohydrates, so she took a 5.05 unit bolus dose of insulin. By 9:00 pm her blood glucose measured "high" (>500 mg/dl). No treatment was reported at that time. At 10:00 pm her bg remained "high" and an additional 5.40 unit bolus was administered. At the time of her call, she was still wearing the device, though she observed that the cannula looked torn. She was advised to change her pod if her bg did not decrease.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the damage to the cannula. No qualification record review was possible because no product lot number was reported. The omnipod user's guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones!' This indicates severe hyperglycemia (high blood glucose). If you get a 'high check for ketones!" Reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and "if you get a 'high check for ketones!' Reading, but have no symptoms of high blood glucose, then retest with a new test strip on your fingers. If you still get a ''high check for ketones!' Reading, perform a control solution test to ensure your system is working properly. If the system is working properly, follow your healthcare provider's recommendation to treat hyperglycemia."